Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received erroneous results for one patient sample tested with elecsys ft3 iii, the elecsys tsh assay, and the elecsys ft4 iii assay on a cobas 8000 e 801 module. The sample also had an erroneous result for the elecsys ft4 ii assay when tested on a second e 801 analyzer used for investigation. The erroneous values measured at the customer site were reported outside of the laboratory. This medwatch will apply to the ft3 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the tsh assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft4 ii assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft4 iii assay. The patient sample was initially tested for ft3, tsh, and ft4 iii on the customer's e 801 analyzer on (B)(6) 2019. The sample was also tested with the wako accuraseed method and the abbott architect method. The sample was provided for investigation, where it was tested on a second e 801 analyzer on (B)(6) 2019. No adverse events were alleged to have occurred with the patient. The serial number of the e 801 analyzer used for investigation is (B)(4). Ft3 reagent lot number 348359, with an expiration date of october 2019 was used on this analyzer.

Manufacturer narrative:
An interference factor against steptavidin could be identified in the sample. The interference is covered by a disclaimer in the limitations section of product labeling.